Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead had dislodged. It was noted that the rv lead was sensing the atrium and the lv lead was not capturing in all configurations. Both leads were turned off and later explanted and re placed. No patient complications have been reported as a result of this event.